Manufacturer narrative:
A possible infection at the ipg site was reported to abbott. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg site. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
B3: date of event is estimated. D6b: date of explant is unknown.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken at unknown date wherein the entire system was explanted to address the issue.